Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. It was alleged the pump overheated and there was moisture in it. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-oct-2018 with the following findings: a review of the pump black box showed verified a pump reboot power interruption on (B)(4) 2018 at 21:37 at the time the overheating was reported. The black box verified the voltage values were steady with no sudden drop prior to the pump reboot. A visual inspection of the pump revealed the battery compartment. There was no evidence of moisture inside the battery compartment. The battery cap was not returned; a test cap was able to fit securely to maintain an electrical connection. The pump powered on and was exercised for 24 hours with no warnings, overheating, or power loss duplicated. The pump electrical current draws were within specification. The complaint of a temperature issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.